Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury (medical treatment) associated with the posterior leaflet perforation appears to be due to challenging patient anatomy (thin leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with an enlarged atria and thin leaflets. After implantation of the first clip, the posterior leaflet was noticed to be perforated. Subsequently, a second clip was implanted. The procedure was then concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no additional information was provided.